Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that an impella cp was placed on a patient that presented with altered level of consciousness, acute respiratory failure requiring intubation, and stress-induced cardiomyopathy with reduced ejection fraction. The impella cp was successfully placed. A distal perfusion angiography performed for confirmation and the groin site had a small hematoma. Fem stop was applied. During support, it was noted that fluids and red blood cells were given for suction and low central venous pressure. Groin site dressing was taken down and manual pressure was held. The plan was to consult vascular for repair and to stabilize/optimize patient. The impella cp was removed in operating room. A hole, three times the size of impella was noted. The hole was transversely with an interrupted 5-0 prolene suture. The patients outcome is unknown.